Event description:
It was reported that at the implant procedure the physician had difficulty inserting the left ventricular (lv) lead into the guidewire and stylet. The lv lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the full lead was returned and analyzed. Analysis revealed there was blood on the distal conductor of the lead and it was obstructed. Visual summary analysis of the lead indicated damage at implant. (B)(4).